Event description:
The dome was detached when the catheter was removed percutaneously from the patient to exchange the tube of the gastric fistula. The detached dome was removed from the patient endoscopically using an unknown device.